Event description:
It was reported patient death occurred. A left atrial appendage closure (laac) procedure was being performed using transesophageal echocardiography (tee) imaging. A watchman trusteer access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected for use. The physician accessed the groin and introduced a temporary pacemaker and was sheath with a versacross connect dilator and rf wire. The physician then came down on the septum and punctured through the thick part, which was mid/posterior. An effusion check was completed, and none were noted. The physician then went in with a pigtail catheter but had trouble getting it positioned in the appendage. It could be seen on fluoroscopy that the sheath was fighting against the septum. A picture was taken and the pigtail catheter was removed. Tee was difficult in trying to view the appendage. The physician made a flx-ball while trying to find the device on the tee. It appeared to be positioned in the ostium and sitting proximal at the laa opening. The flx-ball was made bigger, and the core wire was slightly advanced. A full recapture was needed because the wds folded on itself. The physician unsheathed the flx-ball and slightly advanced the wds. No changes were noted on the tee, so a better image of the appendage in 90-degree and 135-degree angles was requested. The physician noted he was maxed out on extension. On fluoroscopy the sheath could be seen straight up. The physician made an advance movement. The tip of the wds had perforated the wall in the appendage through to the transverse sinus. The patient's blood pressure dropped steadily. The device and sheath were left in place, and a call was made to cardiothoracic (CT) surgery. The physician began preparing for a pericardiocentesis. The patient began turning blue. The code team came in and cardiopulmonary resuscitation was started, but the patient passed away. The official cause of death was not provided.

Event description:
It was reported patient death occurred. A left atrial appendage closure (laac) procedure was being performed using transesophageal echocardiography (tee) imaging. A watchman trusteer access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected for use. The physician accessed the groin and introduced a temporary pacemaker and was sheath with a versacross connect dilator and rf wire. The physician then came down on the septum and punctured through the thick part, which was mid/posterior. An effusion check was completed, and none were noted. The physician then went in with a pigtail catheter but had trouble getting it positioned in the appendage. It could be seen on fluoroscopy that the sheath was fighting against the septum. A picture was taken and the pigtail catheter was removed. Tee was difficult in trying to view the appendage. The physician made a flx-ball while trying to find the device on the tee. It appeared to be positioned in the ostium and sitting proximal at the laa opening. The flx-ball was made bigger, and the core wire was slightly advanced. A full recapture was needed because the wds folded on itself. The physician unsheathed the flx-ball and slightly advanced the wds. No changes were noted on the tee, so a better image of the appendage in 90-degree and 135-degree angles was requested. The physician noted he was maxed out on extension. On fluoroscopy the sheath could be seen straight up. The physician made an advance movement. The tip of the wds had perforated the wall in the appendage through to the transverse sinus. The patient's blood pressure dropped steadily. The device and sheath were left in place, and a call was made to cardiothoracic (CT) surgery. The physician began preparing for a pericardiocentesis. The patient began turning blue. The code team came in and cardiopulmonary resuscitation was started, but the patient passed away. The official cause of death was not provided.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes:device technical analysisthe watchman flx? Pro was discarded; therefore, returned device analysis could not be completed.device history record reviewa review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60240 batch # 0038270480. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event.labeling reviewthere was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include pericardial effusion (pe) with cardiac tamponade, (additional device required) perforation, (blood transfusion) hypotension, cardiac arrest (resuscitation) and death.risk reviewa risk review was completed and confirmed that the events of pericardial effusion (pe) with cardiac tamponade, perforation, hypotension, cardiac arrest, and death were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product.investigation conclusionbased on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.